Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 4. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.